Event description:
The customer alleged he was getting higher than expected blood glucose readings when he started using non-bayer strips in his contour meter. The most recent reading was 152mg/dl. Using a strip in the meter that is not a contour test strip would be expected to produce an error. No adverse event was alleged. Customer was sent a new meter and strips, and was advised to return his meter for evaluation.